Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a follow up it was noted that this left ventricular lead had dislodged and high pacing thresholds were noted. A procedure took place and the left ventricular lead was not successfully repositioned and thus was explanted. The lead will not be returned for analysis. No adverse patient effects were reported.